Event description:
The customer contact reported during testing at the user facility, the pump did not sound an audible alarm tone during an alarm condition while in the low volume setting. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. (B) (4)